Manufacturer narrative:
Device evaluation- the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage to the lens and residue on lens surface. Corrected data: date of event: corrected from "(B)(6) 2018" to "(B)(6) 2018" for initial MDR. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -7.5 diopter into the patient's left eye (os) on (B)(6) 2018. The surgeon reports excessive vault and lens rotation. The lens was repositioned which did not resolve the problem. On (B)(6) 2018 the lens was exchanged with a shorter lens. Reportedly, the problem was resolved.